Manufacturer narrative:
H10. Updated/additional information ¿ d1. D4. G1. G2. G4. H6. H7. H8. H9. The revision reported was likely the result of prosthesis wear, osteolysis, and insufficient bonds between the implants and the bones, which led to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2006. Approximately 17 years after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: failed right knee arthroplasty. Findings on exam and imaging were consistent with the known issue of accelerated polyethylene wear aseptic loosening. Imagine was consistent with failed right knee arthroplasty. The polyethylene component demonstrated accelerated polyethylene wear. The patient was transferred to the recovery room in stable condition.